Event description:
It was reported that the input probe for the etrak 2500l was placed into an autoclave. Operator unsure if system can be used. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an eval over the telephone. The operator will attempt to calibrate the system at a later time. If calibration is not successful, the probe will be replaced.